Manufacturer narrative:
Complaint conclusion: as noted in the literature publication, gabelmann et al percutaneous techniques for managing maldeployed or migrated stents; j endovasc ther 2001;8:291¿302; report a case of a (B)(6)male with implantation of a palmaz stent for treatment of tipss (transjugular intrahepatic portosystemic shunt) revision. The palmaz embolized into the pulmonary artery (pa) lower lobe due to insufficient overlap. There was no intervention and it was left in the pa. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent migration¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the potential complications in the instructions for use ¿potential complications associated with the peripheral artery stent implantation may include, but are not limited to, the following: stent migration/embolization¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As noted in the literature publication, gabelmann et al percutaneous techniques for managing maldeployed or migrated stents; j endovasc ther 2001;8:291¿302; report a case of a (B)(6) male with implantation of a palmaz stent for treatment of tips revision. The palmaz embolized into the pulmonary artery lower lobe due to insufficient overlap. There was no intervention and it was left in the pa.